Manufacturer narrative:
Device analysis report attached. This report is submitted on november 23, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023 due to poor device performance. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on october 05, 2023.